Event description:
The device was being used to infuse morphone for routine post-op analgesia. The report states the anesthetist primed the set and put the clamp on (white slide clamp). There were no pumps available, so he left it hanging connected to the patient as they left the theatre and went to ICU. On arrival in ICU, it was noted that the bag was almost empty (15 minutes after it was put up). It was estimated that 70mg of morphine had flowed into the patient. The report indicates, "no one knows how this happened. They are unsure if the white slide clamp was on when the patient arrived in ICU. The acute pain nurse tried to recreate the incident once the set was no longer on the patient, and free-flow did not occur. The anti-siphon valve was connected at the time. The pt, therefore, (received) a bolus of 70mg which resulted in prolonged ventilation (approximately 12 hours)." According to the customer contact, the patient was treated with one dose of naloxone. "The patient recovered well". There was no reported adverse pt sequelae. Though requested, no additional information was received.